Manufacturer narrative:
Date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2013 to treat stess urinary incontinence. As reported by the patient's attorney, thereafter the implantation, the patient began experiencing bleeding, constant and excruciating pain, dyspareunia and mesh exposure. On or about (B)(6) 2020, the patient underwent a surgery for mesh removal. As a result of the event, the patient has sustained significant mental and physical pain and suffering, permanent injury, has undergone medical treatment including multiple procedures to correct her injuries, and will likely to undergo further medical treatment and procedures.